Manufacturer narrative:
(B)(4). Concomitant medical product: item 90597004010, lot 62856179 nexgen articular surface; item unknown, lot unknown, nexgen tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03077, 3007963827-2018-00096, 0001822565-2018-03139. Product location unknown.

Event description:
It was reported that patient underwent a right total knee arthroplasty and a subsequent revision. Patient underwent a second revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was unable to be confirmed due to insufficient information provided. Device history record (DHR) was reviewed with no deviations identified. Without knowing the reason for revision, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.